Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1513102) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the sealant was not deployed subsequent to the sheath retraction. The physician stated that there was resistance retracting the sheath after sealant deployment. Manual compression was applied for 20 minutes. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the doctor was unable to retract the sheath due to a device jam. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was applied when retracting the procedural sheath. Procedure type: diagnostic peripheral vessel size: 6 mm sheath size: 5f stick location: medium.